Event description:
It was reported that on (B)(6) 2013, a 3.0x28mm drug eluting coronary device (decd) was successfully implanted in the proximal right coronary artery (rca) and a 2.5x38mm and 3.0x23mm xience xpedition stent was successfully implanted in the proximal left anterior descending (lad) coronary artery, overlapping each other. Post-procedure, the patients creatinine kinase-myocardial band (ck-mb) was less than 2 times the normal upper limit. There was no treatment reported and the patient was discharged home on (B)(6) 2013. On (B)(6) 2014, the patient was hospitalized for chest pain, that they had been experiencing for approximately 6 months. Percutaneous coronary intervention (pci), including stent implantation, was performed in the re-stenosed rca decd and within 5mm of the restenosed, proximal lad stents. On (B)(6) 2014, the event resolved without sequela and the patient was discharged from the hospital. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated. On (B)(6) 2014: electrocardiogram(ECG)=no new myocardial infarction. On (B)(6) 2014: creatinine kinase (ck)=118 u/l, normal upper limit 257. On (B)(6) 2014: creatinine kinase-myocardial band (ck-mb)=3 u/l, normal upper limit 16. Concomitant medical products: other: 3.0x28mm drug eluting coronary device, 2.5x38mm xience xpedition stent. The 2.5x38mm xience xpedition referenced, is being filed under a separate manufacturing report. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina and restenosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency. Based on the reviewed information, no product deficiency was identified.